Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#((1)04037691718910, primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that ¿txrx error¿ was displayed on the rotaflow console during patient treatment. The customer immediately replaced the device with another device. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that ¿txrx error¿ was displayed on the rotaflow console during patient treatment. The customer immediately replaced the device with another device. No harm to any person has been reported. Due to the reported exchange of the device a report is required. The patient data was not shared by customer. As stated by the ssu (sales and service unit) dated on 2025-03-20 the mcp00702707#flow measure board for rfc (article number: (B)(4) has been replaced. Thus, the reported failure could be confirmed. Based on the investigation results the reported failure could be confirmed. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. A review of non-conformities was performed on 2025-02-27 and during the time from 2021-05-31 to 2025-02-24 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2021-05-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. According to the rotaflow service manual (service manual / / en / 02; chapter 8) the error message gives an acoustic alarm and the pump does not stop. The rotaflow switches from lpm mode to the rpm mode. According to the instruction for use (instructions for use / 4.4 / en / 15; chapter 5.3) the rotaflow switches automatically to the ¿revolutions per minute" rpm mode if this error occurs and operates the pump at a constant speed according to the setting of the rotary knob at this point in time. The rotaflow system can be operated in the lpm or rpm modes. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.